Event description:
Litigation papers allege discomfort, instability, and clicking in her hip, limited range of motion, swelling and pain when moving or walking and discomfort when rising from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 6/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, only the first page of the revision operative note was included and it states there was an abcess. Infection wasn't confirmed. The cup wasn't revised during this revision, but it has already been reported on (B)(4). There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(6) 2012 - plaintiffs preliminary disclosure received providing dob. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.